Event description:
It was reported that the patient presented in clinic for a full body magnetic resonance imaging (MRI) scan. Upon interrogation post scan, it was found that the implantable cardioverter defibrillator (ICD) went into backup operation due to off-label MRI condition and the high voltage therapies were disabled. Reprogramming was performed and the ICD was restored. Patient condition was stable.